Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found blade dislodged between the grips. The self-test did not pass and the instrument did not engage. Neither blade cable nor the blade was bent. After re-seating the blade, the instrument passed the self-test without any error messages. The cautery and seal function tests were performed and passed. The grip force test and the jaw gap inspection test passed.

Event description:
It was reported that during a da vinci hysterectomy procedure, vessel sealer was being used and failed to operate normally shortly after beginning of case. A second vessel sealer was opened to replace the original. The second vessel sealer also failed at which point the surgeon decided to use other instruments to complete surgery. On (B)(6) 2015, intuitive surgical, inc. Received following information from the customer: the instrument was working fine in the beginning and then it quit working, stopped cauterizing. There were no error messages and it worked briefly. The tissue may have been thick, not sure. The surgeon was experienced with the vessel sealer instrument. They were not able to get red led to go away. There was no patient injury or bleeding. They switched to another energy instrument.

Manufacturer narrative:
Isi has received the device involved with the complaint; however, investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product has been evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument failed to seal.